Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident to obtained a follow-up report will be submitted.

Event description:
The customer reported that the device self-activated. There was no reported pt or staff injury. Additional questions have been asked in regard to the device and incident.